Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due the device not longer working because of fluid loss with an unknown source. The device was removed and replaced and there were no patient complications.